Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 700 mg/dl with high ketones. Cause was not known. Ketone levels were identified as life threatening by health care provider. The customer was hospitalized and admitted to the intensive care unit (ICU). The customer received treatment with intravenous fluids of saline and insulin. There was no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain a release date from the hospital; however, no response was received.